Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of abdominal pain lower ('lower abdominal pain'). In a 45-year-old female patient who had essure inserted. The patient's medical history included: b-cell lymphoma in 2015. On (B)(6) 2012, the patient had essure inserted. On 2020, the patient experienced abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery (removal method: laparoscopic). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: event onset date reported as about (B)(6) year. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.6 kg/sqm. Magnetic resonance imaging: on an unknown date, normal; ultrasound scan: on an unknown date, normal. Quality safety evaluation of ptc: the investigation of the sample could not confirm, any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 45-year-old female patient who had essure inserted. The patient's medical history included b-cell lymphoma in 2015. On (B)(6) 2012, the patient had essure inserted. In 2020, the patient experienced abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery (removal method: laparoscopic). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: event onset date reported as about one year. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Magnetic resonance imaging - on an unknown date: normal. Ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included b-cell lymphoma in 2015. On (B)(6) 2012, the patient had essure inserted. In 2020, the patient experienced abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery (removal method: laparoscopic). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: event onset date reported as about one year. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.